Manufacturer narrative:
The evaluation of the device showed that the ring fractured at the glue joint. The inserter passed function testing. No conclusions can be drawn regarding the malfunction.

Event description:
The facility reported that upon completion of the cataract surgery the doctor was removing the malyugin ring from the eye when the ring broke at the glue joint. The ting was removed and there was no impact to the pt.